Event description:
It was reported that the lead integrity alert (lia) triggered. It was also reported the right ventricular (rv) lead had oversensing, low sensing value and high threshold. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. 4 - patient alerts for lead failure predictor between (B)(6) 2011 14:22:04 and (B)(6) 2012 01:10:49. A 14- ventricular nst (non-sustained tachycardia) <=210 ms between (B)(6) 2011 09:46:20 and (B)(6) 2012 19:03:10. Ventricular short interval count v-sic=31.4 counts avg/day, in 32.94 days, between (B)(6) 2011 12:41:48 and (B)(6) 2012 11:19:45. Analysis of the lead found an outer insulation abrasion (breached), the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism; the analyst noted that there was a kink in the is-1 where the abrasion was located; full lead returned and analyzed.